Event description:
It was reported that the pt underwent a cardiac catheterization and a femoral angiogram followed by deployment of a 6f angio-seal sts plus deployment without incident. The pt had preexisting peripheral vascular disease, but not at the sheath site. Before the procedure, doppler pulses were present; however none were detectable after arrival in the recovery area. The pt developed right leg pain thirty minutes later and underwent surgery two hours later. The operative report states the pt developed right femoral artery thrombosis, status post cardiac catheterization. Preoperatively the pt received heparin 5,000 units IV and kefzol 1 gram. The operative findings revealed a small amount of "dacron" from the angio-seal device was intravessel. Localized thrombosis developed and no initimal flap was noted. Through a vertical incision into the right groin the "dacron" cuff was removed and the vessel was opened at site of arterial puncture. A small amount of "dacron" material was noted in the vessel. The "internal plastic fixating device" was removed. No flap was noted and no clot was retrieved distally. The arteriotomy was sutured closed and doppler pulses were detectable in the distal common femoral artery, proximal superficial profunda femoris. The foot color became pink during closure with good doppler popliteal pulses, but none detectable in the foot. The pt was reportedly recovering. Surgical pathology reviewed two specimens; both showed amorphous material resembling gel foam but appeared to reflect tissue, likely or connective tissue origin.